Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged powerglide assembly was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 18ga x 8cm powerglide pro midline catheter assembly. The sample was received assembled with the catheter overlaying the needle shaft. Usage residues were observed throughout the sample. The guidewire tip protruded from the needle. The wire bent outward at the exit site. The weld tip was intact. The wire was not mobile within the needle shaft. Microscopic inspection of the needle bevel revealed mechanical damage along the proximal edge. The guidewire bend and needle bevel damage was consistent with damage caused by retraction of the guidewire against the needle bevel at a sharp angle. Such damage can occur if guidewire retraction occurs following insertion at a too-sharp angle or attempted insertion into tissue. A lot history review (lhr) of recu1387 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the powerglide catheters sheared on the needle during insertion. No other information was provided.